Manufacturer narrative:
(B)(4). One (1) mmsi final tightener ¿ x25 driver [product code:(B)(4), lot no: gm3423405] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the distal tip hexlobes on the x-25 driver had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with a driver that was on axis but was not fully seated during use. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the distal tip of the x25 driver becoming stripped cannot be positively determined. However, the observed damage is localized to the tip of the driver feature suggesting that a possible root cause may likely be that the driver was not fully seated in the setscrew during the tightening step. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. F information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
We had a l4-5 tlif case with dr. (B)(6) the other day and all was going well up until we started to final tighten. While locking down the construct with the expedium final tightener shaft ((B)(4), lot# gm3423405), he had a hard time getting the tip of the shaft to stay seated in the set screw and it kept popping out. After taking a look at the tip of the driver, it's easy to tell that the notches that capture and hold the set screw are pretty worn and stripped from the driver not staying fully seated. This makes it difficult for the surgeon to maintain grip on the screw while final tightening. The procedure was completed successfully with no patient harm.